Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded multiple untreated and treated episodes and most episodes show appropriate therapy, however, two of the episodes show shock delivery due to fast conducted atrial fibrillation (af). It was mentioned that the health care professional (hcp) classified two of the shocks as inappropriate. The shocks were delivered due to the rate being detected in the programmed shock zone, and as the shock zone is already programmed to its maximum, the hcp will review treatment options for the fast heart rate of the patient. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded multiple untreated and treated episodes and most episodes show appropriate therapy, however, two of the episodes show shock delivery due to fast conducted atrial fibrillation (af). It was mentioned that the health care professional (hcp) classified two of the shocks as inappropriate. The shocks were delivered due to the rate being detected in the programmed shock zone, and as the shock zone is already programmed to its maximum, the hcp will review treatment options for the fast heart rate of the patient. The s-ICD remains in service. No additional adverse patient effects were reported.